Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e117, dust adheres to the inside, dust adhering to ram (record and memory) unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause is malfunction e116 due to adherence of dust to the ram unit. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had error e116. The issue occurred during sedation (device outside patient) for a therapeutic fess (functional endoscopic sinus surgery) procedure. There were no reports of patient harm.